Event description:
Information received by medtronic indicated that the customer reported a pump error 130 alarm and the customer stated the insulin pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm and rewind the pump, the displacement test passed successfully. The customer will continue using the insulin pump and will not be returned for analysis.